Manufacturer narrative:
A retrospective review of related reports was conducted following (B)(4) recall notification to (B)(4). This event was determined to be reportable. Additionally, (B)(4) initiated a recall in (B)(4) 2011.

Event description:
We received a report in 2009 from our (B)(4) subsidiary that a strap and handle accessory manufactured by (B)(4) had broken while a pt was lifting himself using the handle. Since that time, the manufacturer has written to our company to inform us of similar incidents with their product. The accessory involved in the event in (B)(6) was our part number mb acc34, which is not sold in USA. However, it is similar to a product that we distribute in the USA (ent-acc01 lifting pole & handle). It was reported that as the pt was applying his weight to the handle, the retractor housing for the strap broke and the handle stuck the pt in the face. The lens from the pt's glasses struck his eye, but no injury was sustained.